Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the patient was not satisfied with the device longevity. The device will be replaced. No patient complications have been reported as a result of this event.